Event description:
This lead was implanted on (B)(6) 2000 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that this lead has eroded through the skin. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).